Event description:
Device returned by physician for analysis with report of "rotor stall". Registration indicated morphine being adminstered. Device undergoing analysis.

Manufacturer narrative:
4/9/1998: g9 - MFR report number has been corrected here and in header on page 1. Primary finding of device analysis revealed motor coil anomaly. Correction number included for this device.